Manufacturer narrative:
A ge service representative performed an onsite investigation. The disk drive was replaced. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system's small motor would not turn on. No pt injury was reported.